Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A syringe was inserted into the bd q-syte device in preparation to draw blood. During the draw, there was only air inside the syringe and no blood. The user believed there may have been damage to the bd q-syte device.